Event description:
After 58 months of implantation, the device involved in this MDR report was explanted because of absence of telemetry. In addition, no magnet response was observed.

Event description:
After 58 months of implantation, the device involved in this MDR report was explanted because of the absence of telemetry; in addition, no magent response was observed.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis of this device is pending.